Manufacturer narrative:
Batch review performed on 17 febr 2025, (B)(4) items manufactured and released on 13-jul-2023. Expiration date: 2028-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants also revised: gmk-revision 02.07.0685r revision fixed tibial tray cemented size 5 r (k123721) lot. 2304610 batch review performed on 17 febr 2025, (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-08-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e003rp patella resurfacing size 3 e-cross (k202022) lot. 2247076 batch review performed on 17 febr 2025, (B)(4) items manufactured and released on 03-apr-2023. Expiration date: 2028-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm (k133630) lot. 2307853. (B)(4) items manufactured and released on 21-jun-2023. Expiration date: 2028-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At 1 year and 3 months from medacta primary surgery, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.